Manufacturer narrative:
Patient information not provided due to (B)(6) patient privacy regulations. A medtronic representative inspected the imaging system on-site. It was found that the issue was caused by a network discrepancy. At first glance it seemed as though the problem was with a faulty ethernet cable. On further inspection, and after swapping the cable out with a new one, it was determined that the cause for the ethernet cable not being recognized by the navigation system was due to an ip address change on the navigation system. This (the ip address change) occurred on (B)(6) when the neuro navigation system was being configured for the pacs system in theatre 9, and it/biomed simultaneously felt it necessary to configure the ortho navigation system in the same manner. The ip address discrepancy was resolved and the system functioned normally. A full navigation system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that during a spine procedure, communication between the imaging system and the navigation system could not be established. It was reported that the imaging system had successfully been communicating with the navigation system and had acquired a successful spin previously in the case. During the procedure, the network cable had been forcefully removed from both systems and the tab on the connector on the network cable had broken off. A new cable was used, but the connection could not be re-established. The use of medtronic imaging and navigation was discontinued because of this issue. The procedure was completed successfully after a delay of less than one hour. No impact to the patient was reported. No additional details were provided.